Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision scheduled for (B)(6) 2015. Asr xl - right hip. Reason(s) for revision: pain. Update - added additional reason for revision. Taken from (B)(6) dated 29th july 2015. Reason(s) for revision: alval / soft tissue reaction. Update 10 aug 2015: revision confirmed - see spreadsheet. (B)(4).